Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 200 mcg/ml at 695.1 mcg/ml via an implanted pump for intractable spasticity. It was reported the patient had an episode of escalating spasticity. The patient did have a pelvic infection so that may be why. The patient came into the clinic early on (B)(6) 2022 and according to staff his pump was empty. My indications indicated the pump should have lasted until (B)(6) 2022. The patient did not report any alarms going off. The patient was scheduled to come in today for a dye study but unfortunately, he was sick due to unrelated causes, so they would have to reschedule. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report and the patient¿s status at the time of this report was ¿alive- no injury¿. It was noted the rep talked to the patient¿s wife on the morning of this report and she thought the pump was functioning, but it was hard to tell due to his recent infection. Surgical intervention was not planned. The patient¿s weight and medical history were asked and would not be made available. Additional information was received from an hcp on (B)(6) 2022 and it was further reported there was a ¿problem with a pump¿. The patient became symptomatic in mid-january following a pump replacement in november and the "only explanation was that they only put 20 ml in the pump instead of 40" when the pump was implanted. It was noted they did the calculation and the patient reported symptoms "within 24 hours" of when 20 ml would have been delivered since the implant. The patient went on some oral baclofen and they increased the flow rate; his spasticity got worse, but "never into itchy, twitchy, bitchy." The patient came in for the first refill on friday (B)(6) 2022 and there was "zero baclofen in the pump." This was when they determined that there was likelyan error when filling and programming the pump at implant. It was noted the patient was a little drowsy saturday night, sunday morning was nauseous and throwing up and went to the emergency room (ER); he was not completely comatose but they had to work to arouse him. As of last nigh t, he was coming around, he was bradycardic down in the range around 37 or so and hypertensive around 210 or so. The hcp also mentioned that the patient" had a good uti" which could be aggravating, did not have any spasticity left and did not appear septic." It was reported that he "has to assume" that baclofen overdose was the primary problem. The pump was checked and there was "never an alarm and pump logs are empty." Tss confirmed that this would be consistent with their assumption that the pump may have been programmed incorrectly at implant if they entered 40 ml as the volume but only put 20 ml into the pump. Discussed considerations around pump running empty. The pump showed 8 ml residual volume at refill friday, when they found it to be empty. It was reported they dropped the dose down to 96 mcg/day and would monitor going forward. The patient's relevant medical history included that patient was hit by a snowmobile in 2010 and had an injury at t10, a "moderate tbi" and lost his right leg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was hospitalized as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID a810, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a volume check on their pump on (B)(6) 2022. The hcp took out the medication and the volume check came back appropriately and the pump was functioning properly.